Event description:
During a coil embolization, one orbit coil stretched out. The doctor took it back, but it was stuck in the microcatheter. The orbit 5x10 complex fill coil was also inserted, but some of the proximal part couldn't be coiled into the aneurysm, so it was retrieved out of the microcatheter. The product was clinically used and will be returned. There were no reported pt complications. Multiple attempts to obtain add'l info were not successful. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the info provided by the customer. The coil was elongated.

Manufacturer narrative:
A non-sterile dcs orbit was received with its protective tube. It was remove from it, to inspect it visually. Delivery tube was found with multiple severe kinks/bends. Introducer was mounted on support coil. Coil was attached to the gripper. Coil was observed lightly elongated from proximal end. Functional analysis could not be performed due to the conditions of returned product. Manufacturing records for lot involved were reviewed and results indicate that product met quality requirements for product acceptance. It was reported that the coil could not be adequately placed in the aneurysm. It is possible that aneurysm characteristics, coil size selection and microcatheter positioning contributed to the inability to place the coil in the aneurysm. The procedural factor of manipulation of the coil during attempt at placement may have contributed to the findings of the coil elongation found on the returned product. The IFU warns that advancing, withdrawing or torquing the delivery tube against resistance may lead to coil damage. Because very little clinical info has been provided, no conclusions can be made regarding these possible contributing pt and procedural factors. The exact cause of the failure reported by the customer could not be conclusively determined. Controls are in place during manufacturing process in order to avoid damaged units from leaving the facility. This is the first of two products used during the same procedure on the same pt, which is associated with mfg report # 1058196-2005-00356.